Manufacturer narrative:
The device was returned, but the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the gripper line and lock line and material separation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Prior to inserting a device, it was noted that the patient had a posterior prolapse and ruptured papillary muscle due to myocardial infarction of the circumflex branch. During preparation of the clip delivery system (cds) (90823u187), it was noted that the clip opened roughly 5-10 degrees while establishing final arm angle (efaa). After a few attempts, the clip successfully closed; therefore, it was inserted into the anatomy. Grasping was performed at a2/p2 and successfully mr was successfully reduced. The deployment sequence was started, but when establishing gripper line removability, resistance was noted. The deployment sequence was continued, but after removing one meter of the lock line, resistance was noted, and the lock line became stuck. It was believed that the clip may have been unlocked; therefore, the physician decided to turn the arm positioner in the open direction to see if the clip opened. The clip remained closed and was stable on both leaflets. The lock line was then pulled with more force and was removed; however, a knot was then noticed roughly 10cm from the end of the lock line. A lumen coil was also attached to the lock line. The lumen coil was pulled but became stretched. It remained inside the cds. The deployment process was continued. However, based on procedure situations, the physician felt it was necessary to remove the gripper line prior to detaching the dc shaft. No other issues were noted, and the clip was confirmed stable on both leaflets. The lumen coil was successfully removed with the cds. To further reduce mr, an additional cds (9082u140) was prepared. However, resistance was noted when applying m-knob. The decision was made to not use the cds and replaced it. An additional clip was implanted medially of the first clip, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported knot in the lock line and stretched lumen coil were confirmed via returned device analysis. The reported difficulty removing the lock line, difficulty removing the gripper line and clip opened during establishing final arm angle (efaa) could not be replicated in a testing environment due to the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty removing the lock line and stretched lock lumen coil appear to be related to identified knot in the lock line. A conclusive cause for the reported clip opened during efaa and difficulty removing the gripper line and knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. H6: device code 1562 was removed.